Event description:
It was reported that the patient underwent bkp surgery at t9 to treat a compression fracture. Intra-op, when the surgeon injected bone cement, it was discovered that there was "the possibility of the cement spilled outside the vertebral body". The surgeon confirmed postoperatively that the cement extravasated outside the vertebral body. The patient remains asymptomatic and the surgeon will follow patient's progress.

Manufacturer narrative:
Image review: "CT imaging after kyphoplasty shows cement extravasation in a perivertebral vein. This does not appear to extend to the vena cava or spinal canal and poses little risk to patient of embolization. No chest x-ray is provided."

Manufacturer narrative:
(B)(6). (B)(4). PMA 510(k). These parts are not approved for use in the united states; however, the catalog # c01a and 510k # k041584 of 'like devices' were cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.